Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device history record was reviewed and no issues were found that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine was ¿beeping¿. The alarm was not specified. The reporter also stated that the hc device's power was restored after switching the device off and on, but did not specify whether this was related to the "beeping". This occurred during an unknown step of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be unavailable for evaluation. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. A device history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.